Manufacturer narrative:
(B)(4).

Event description:
A motor stall confirmed in event logs with no recovery was reported. The pt had undergone MRI earlier that day and at 4:30 pm, a pump status check showed a motor stall recovery in the logs, so the pt was sent home. However, while doing some charting at night, it was noticed from the pump status printout with logs that there was no motor stall recovery. A therapy or medical problem at the time was unknown.